Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-10233. It was reported the patient presented remotely via merlin.net. Review of the transmission revealed atrial lead exhibited noise and the right ventricular lead exhibited noise and high pacing impedance. The right ventricular and atrial leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead noise was confirmed while the event of high pacing impedance was not confirmed. A complete lead was returned in two pieces for analysis. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil. The cause of the reported event was isolated to the external insulation abrasion which was consistent with friction to another device or feature of the heart. Lead impedance test could not be performed due to procedural damage.